Event description:
The report indicated that the oxygenator clotted off with no flow through the device. The unit was changed out and the case continued with no further incident. The pt subsequently expired three days later; however, not as a result of the oxygenator changeout.